Event description:
It was reported that the lead exhibited noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the inner insulation was damaged at 15.7 cm from the connector pin due to the suture tie down. This would cause the noise problem that was reported in the field.